Event description:
This pt went into cardiac arrest at home and was pronounced dead upon arrival to the emergency room. No add'l info is currently available. Should add'l info become available, this event will be updated.